Event description:
Customer reported on a bravo capsule which failed to attach. The physician attempted to place the capsule and when he removed the delivery system the capsule was in the patient's mouth. The patient wasn't injured following this procedure.